Manufacturer narrative:
Correction to h11: update the statement "a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event." To " a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event." Additional information: h11 . H11: update the statement "the reported condition was verified" to "the reported condition was verified as "battery error alarm". This issue would not cause the pump to shut down or interrupt therapy; rather, it is alerting the user of the pump status so appropriate actions can be taken if necessary. If it was found during setup of therapy, it may result in a delay of the delivery of intravenous (IV) solutions if the user chose another pump for use." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump battery did not keep a charge. It was unknown what process step this event occurred; nor was it known if this event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h1: type of reportable event: this is a malfunction only. (Not serious injury as previously reported). Additional information: h11: the device was received for evaluation. During functional testing, the reported battery issue was reproduced. The battery alarmed when the device was unplugged, even though the charge was approximately 60%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the faulty battery. The battery requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.